Manufacturer narrative:
The reported events of insulation damage and noise resulting in oversensing were confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was revealed proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event of insulation damage was due to the abrasion revealed while the reported event of noise resulting in oversensing was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. Lead insulation damage was observed during the explant procedure.